Event description:
The pt had a hypoglycemic episode and the paramedics were called. Pt's blood glucose was tested on the suspect device and the result was 86mg/dl. The paramedics tested on their device and the result was 64mg/dl. Pt was given an IV with dextrose and transported to the hosp where pt was given more dextrose. Pt was admitted overnight and the next day the hosp tested pt's blood glucose at 178mg/dl versus a reading of 211mg/dl on pt's suspect device.